Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen was not working. Customer reported that screw was not moving as intended. Customer stated that the screw did not move when the button was pushed. Customer were advised to repeat prime if no insulin exist with initial prime and the insulin did not exit. Customer reported that screw did not move when dose button was pushed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.